Event description:
(B)(4). I also have had 2 months of extreme neck pinched nerve pain.

Event description:
(B)(4). I was supposed to get my period, on (B)(6), it has always been on time and sometimes got it twice a month. I believe I have hit the beginning stages of menopause. My body is aging at a rate I can't cope with. I'm always sick and now my level of fatigue has hit an all time high. I'm exhausted every moment of my life. My body is falling apart, my hair is falling out, and my bloated saggy stomach hangs out. I don't feel normal. I'm deteriorating fast, I can't find happiness, looking like this and feeling like this.